Manufacturer narrative:
The lot number was not provided by the customer. A review of the device history record is not possible as no lot number was provided; therefore, the UDI is unavailable. The actual complaint product was not returned for evaluation. A root cause could not be determined. All information reasonably known as of 05 jun 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported via FDA mw5154438, "it was discovered on chest x ray that a patient's nasogastric tube had fractured while in place. Device was not being manipulated at the time and was discovered by chance when the patient had an x ray to investigate brief periods of o2 desaturations. Patient required an egd (esophagogastroduodenoscopy) procedure to remove the 9cm end of the ngt (nasogastric tube) that had fractured off of the tubing. Internal review by nursing team determined that tube was used appropriately by the nursing within the standard for tube management. Foreign body removal of fractured nasogastric tube; 10 french and 43 inches with enfit connector."